Event description:
It was reported when using the bd pyxis¿ medstation¿ es, main drawer was not detected on the communication bus and was pulling out too far. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in the incident, it was determined that the main drawer 2.1 was not detected on the bus. The field service engineer (fse) reported that the main half height drawer 2.1 had failed. The fse obtained the keys from the customer and opened the back case; the client was able to recover the drawer. The fse logged on as carefusion support and opened the hardware test application. After testing and inspecting the drawer, the fse found that the half height drawer extended too far out and needed to be replaced. The fse completed the function test, and the drawer was working properly. The fse then exited the application, locked the back case, and returned the keys to the customer. The fse again logged on as carefusion support and reopened the hardware test application to retest the drawer. The fse determined that the drawer still needed to be replaced and ordered a replacement drawer to be installed. The fse later replaced with new drawer and confirmed its functionalities. The system functioned as intended after the field service engineer repaired the device.